Event description:
It was reported to philips that the system's host computer was unable to boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the system was not starting. Upon troubleshooting actions, the fse identified that the system was not starting due to host pc. To resolve the issue, fse replaced the hard disk in host pc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.